Event description:
Hcp reports pt having pain. The pump programming was checked and the connections verified. Hcp reports for pt outcome as "complaints persisting" and the pt is still in a lot of pain.